Event description:
It was reported the dermatome device stopped working during a case. There was no pt injury. The dermatome will not be returned. It has been quarantined by the hospital risk management department.

Manufacturer narrative:
The device will not be returned. Based on reported info, integra has initiated an investigation.